Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a red biohazard bag within a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only 1 catheter was returned), therefore a complete evaluation was not possible. The returned catheter did not contain any powder. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was observed in the nozzle however powder was not present on the outside of the device. The device was tested as returned and did not spray as intended. While attempting spray a sputtering sound was noted and slight movement of powder could be seen within the powder chamber. The co2 cartridge audibly discharged upon deactivation and was fully punctured. The foam insert was present inside the handle and oriented correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device did not spray and again sputtered with some movement of powder within the powder chamber. The handle was disassembled, and the tubes were disconnected for removal of any powder. An accumulation of powder was present in the front tube connecting the on/off valve to the powder chamber. The back tube connecting the powder chamber to the low pressure valve did not contain powder. Clumps were noted within the front tube. Some force needed to be applied to push the powder out of the nozzle. The powder from the front tube was evaluated with a phenolphthalein testing kit and determined that the front tube did not contain blood. Loose powder was present inside the powder chamber center cannula when removed from the chamber. The powder was cleared from the cannula and no clumps were noted. A visual inspection of the smaller cannula shining light through the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder and contribute to internal clogs. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding vessel in the duodenal bulb, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemo-10 did not release powder [difficult or unable to spray - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.